Manufacturer narrative:
This report is based on information from the complaint tracking system. No product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. The customer reported that the bravo capsule failed to detach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. No corrective action is required, because no failure mode was identified, since the product was not returned. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to detach from the delivery system after attaching to the patient's esophagus. The handle had to break via the emergency release within the system. No known adverse events were reported.